Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. All the buttons functioned properly and no moisture damage on keypad traces, electronic assembly or motor noted. Device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped in snow. The insulin pump's display went blank immediately after the insulin pump was exposed to moisture. The insulin pump had a blank display. Customer's blood glucose level was over 600 mg/dl. The customer treated her blood glucose level with a pen. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.